Event description:
On (B)(6) 2012, the reporter contacted animas and stated that for several months the up arrow and down arrow keypad buttons were intermittently responding to button presses. It was noted that the reported issue became worse. The reporter denied damage to the keypad. The reporter stated that the patient only used the pump for boluses. It was indicated by the reporter that the patient carried the pump in a glucose management bag and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all the keypad buttons responded appropriately when pressed. The keypad cover was removed for investigation and revealed no contamination under or around the button contacts.